Event description:
The customer contacted olympus to report the device was not capturing all the photos taken on the memory card, there was a delay associated with the front panel lights, and photos were being lost during that delay. This report is being submitted for the front panel malfunction. There was no report of patient harm or impact.

Manufacturer narrative:
Additionally, the customer informed service center that each time an image is captured with the scope, the smaller image appears on the screen and images taken towards the end of the procedure specifically after ¿j" maneuvers are not saving to the pc card. The customer stated he switched out the printed circuit card and adapter. He also confirmed the programmed button function on the unit. Service center informed the customer the fourth (4) button should be pressed to take each image. Further troubleshooting with service center informed olympus that after replacing the printed circuit card and adapter the observed a ¿please wait¿ message. The customer was provided with the instructions to format the card. During the inspection they were not able to confirm the reported event or the extended times in transferring the data of the images. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the device front panel malfunctioned; however, device evaluation confirmed the device was functioning as intended. Per the legal manufacturer, the customer's complaint of memory card/photo issues and front panel lights has no potential to cause or contribute to death or serious injury if the malfunction were to recur.